Manufacturer narrative:
Device mfg date has been updated based on the product download. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
The customer reported not being able to check his blood glucose due to an intermittent ¿scan again in 10 minutes" error message on the adc freestyle libre sensor. The customer further reported that on (B)(6)2019, he experienced a loss of consciousness and was seen at a hospital because of ketoacidosis. The customer was diagnosed with hyperglycemia and hospitalized from (B)(6)2019 through (B)(6)2019. The customer¿s blood sugar was monitored and administered IV fluids for treatment. No further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer discarded the sensor. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported not being able to check his blood glucose due to an intermittent ¿scan again in 10 minutes" error message on the adc freestyle libre sensor. The customer further reported that on (B)(6) 2019, he experienced a loss of consciousness and was seen at a hospital because of ketoacidosis. The customer was diagnosed with hyperglycemia and hospitalized from (B)(6) 2019. The customer¿s blood sugar was monitored and administered IV fluids for treatment. No further treatment was required. There was no report of death or permanent impairment associated with this event.